Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. The system operates as intended.

Event description:
The customer reported the monitor screen went black during a procedure. No pt injury was reported.